Event description:
Changed cord from internal cable to r2 cable, which was previously connected to patient, upon connecting patient jumped. Anesthesia reports patient's eyes rolled back and became unresponsive for moments. Charge button was not pressed on defibrillator. Dates of use: 2000 -- 2008.